Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the op check failed. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Therapy connector j16 pins had cold solder joint resulting in lifted pins, leading to defib test failure during operational check. The available information is consistent with a malfunction of the processor pca. The cause was cold solder joint resulting in lifted pins. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.